Manufacturer narrative:
Updated fields- b4, d9, g3, g6, h2, h3, h6 codes (investigation types, concluson, findings), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to replicate the issue reported by the customer. Unit passed all functional and safety tests per factory specifications. Device was returned to customer.

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump (iabp) unit stopped working and shutdown. There was no harm or injury reported.